Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported the aligner cutting the side of their tongue and leaving sores. Advised ortho wax and to file any rough areas, provided general ortho discomfort and filing tips.